Event description:
It was reported that the device sterility was compromised. The opticross hd imaging catheter was selected for intravascular ultrasound examination. It was noted that the seal was torn, but there was no damage to the outer cardboard packaging. No patient was involved.